Event description:
It was reported to nova biomedical that a consumer received a result of 171 mg/dl on their blood glucose meter. The consumer immediately performed another two add'l tests using the same meter and strips getting results of 107 mg/dl and 176 mg/dl. The difference in the readings was determined to be clinically significant. The meter and test strips in question will not be returned for evaluation. The consumer refused replacement and then terminated the phone call.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.